Event description:
Siemens became aware of the cios alpha system getting locked up during a roadmap procedure with a patient on the table. The system could not be used for approximately 8 minutes. An error could be found in the log files. The procedure was successfully completed. There are no injuries attributed to this event.

Manufacturer narrative:
The investigation of the logfiles showed that the flc (fluorospot compact imaging system software) didn't stop the replay loop when the footswitch was pressed. This malfunction resulted in system freeze. The error is a known bug in va10a to va10d. A customer safety advisory notice (csan) was distributed to the customer to inform about the issue. The csan was distributed via an update instruction xp015/15/s (reported under c&r # 2240869-05/08/15-0014-c (z-1958-2015). A solution (software version va10e) to the bug was distributed via an update instruction xp018/15/s. This report was submitted september 21, 2016.

Manufacturer narrative:
The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted (B)(6) 2015.